Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed to integrate. The patients bone type is noted as type IV. The patient has a medical history of breast cancer in 2008 (treatment unknown). No other medical history noted. However, the patient is taking gabapentin and anastrozole. Also noted is a history of smoking 1 pack daily for 20 years. The patient has a dental history of a successful implant placement two years ago on tooth #13. The patient presented on (B)(6) 2020 for primary procedure on tooth #12. The patient returned on (B)(6) 2021 with complaints the irritated tissue. Upon examination, the provider notes the x-ray shows radiolucency on implant perimeter. In addition to infection there was pus around the healing abutment. The provider goes on to say that because the patient is a heavy smoker a cover screw should have been used opposed to a healing abutment. The implant failed to integrate and the device was removed with bone grafting osteogen plug.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6075871 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in original package. An abutment was still engaged on the device. The device was verified to be a hahn tapered implant ø3.5 x 11.5 mm (70-1154-imp0006) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Minimal bone debris was observed on the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
(Health effect - impact code, type of investigation) corrected data: (medical device problem code) CAPA (B)(6). Manufacturer reference: comp (B)(4).

Event description:
The patient presented on 09-16-20 for primary procedure. During the implant placement, the doctor reported deviation from norm/ complications as "immediate extraction with bone graft osteogen plug, immediate implant and healing abutment".